Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. At the time of the event, the customer's blood glucose (bg) level was 160 mg/dl. Reportedly, manual injections would be used for alternate insulin therapy. Earlier that day, the customer had experienced elevated blood glucose (bg) levels (290 mg/dl) which began rising early that day and did lower after lunch. A manual injection was administered and a bolus was delivered, via the pump, to address the elevated bg levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer reported blood glucose level was 160 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
Customer's high blood glucose level was not reported on initial medwatch report. Malfunction changed to serious injury.

Event description:
It was reported that the customer experienced high blood glucose level (290 mg/dl.) Which started rising early during the day and did not go down after lunch. The customer reported that a manual injection was administered and a bolus via the pump was delivered to address the high bgs.